Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shows "key is stuck". After changing battery the problem has been solved. But the message occurred a second and third time. Additionally the pump has more often shown "power error detected". A new battery cap has not solve it. The customer¿s blood glucose level was 12.7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly. (B)(4).